Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up on (B)(6) 2021. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was automatic mode switch (ams) episodes which were caused by far-field r wave oversensing. The programming changes were discussed but not performed at this time. The patient was in stable condition.